Manufacturer narrative:
Date of event: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the bd ultra-fine¿ nano¿ pen needles the consumer could not push down the plunger of the insulin pen. Material no. 320122, batch no. 8205672. The following information was provided by the initial reporter: verbatim: from phone call on (B)(6) 2019, 12:19:56: lot#8205672; expiration date-2023-08-31. Item# 320122. When she contacted the manufacturer of her insulin pen, they told her to call bd. Offered to send the replacement. Consumer reported her nano needle is not working. She was able to prime and saw the insulin flow. She cannot push the plunger. Quantity; 2, samples discarded. She also inquired about getting a free sharps disposal container. Consumer hung up, I couldn't get more information.